Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss313 (osseotite® implant 3.75 x 13mm) for evaluation. Visual evaluation was performed. Returned implant shows extensive signs of wear/use. Some damage likely caused during removal. Implant fracture identified at the collar. DHR review was completed for the subject lot number 2012120248. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2012120248 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿functional: functional: fracture: implant & dental: functional: loss of integration¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The returned implant was fractured at the collar. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported a fracture of the implant at tooth site 43 and the implant was removed. Loss of integration was also reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available.